Event description:
It was reported that during a pneumothorax procedure, the device delivered malformed staples. A like device was used to complete the procedure. There was no reported pt consequence.